Event description:
It was reported the lead was replaced due to loss of capture. At replacement, it was reported that puss was noted and the infected lead was removed. The patient was admitted for observation and initiation of antibiotics. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.